Event description:
First report: tip on eoa stem came off in patients mouth but was retreived without incident. The manager checked the remaining 137 (all tips were loose) and cannot use.second report: end piece has fallen off on two seperate occasions - both times patient almost aspirateddevice not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.